Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 10:21:06. During night drain cycle one, the patient's ultrafiltration reading was 38ml, indicating the home patient (hp) drained 38ml more than their maximum programmed fill volume of 60ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the event log revealed the patient did not have any fill nor drain amounts during the therapy that was initiated on (B)(4)2011 10:21:06. The therapy was aborted and the patient encountered multiple check patient line alarms. This incident does not meet iipv criteria, as defined in the (B)(4)clinical hazards list . If any additional information is received, a follow-up will be sent.